Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology (wide qrs). There was some over sensing of noise, as well. The device sensing vector was in the secondary vector. Technical services discussed some testing options to perform. There were no additional adverse patient effects. The system remains implanted.